Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent impedances spikes form 400 ohms to 800 ohms. In addition, there were occasional increased in pacing thresholds. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).